Event description:
It was reported the pt had an acticon device cuff replaced on (B)(6) 2013, due to recurring incontinence. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.